Event description:
The customer contacted stryker to report they observed airway damage (bleeding) on patient after use of their device. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the information provided by the customer and concluded that with the limited information received it cannot be excluded that the airway bleeding occurred during the compressions from lucas device. A complete clinical review could not be conducted with the available information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. It is mentioned in the lucas 3 instructions for use (IFU) in section 2.4 side effects that: "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest. After resuscitation, all patients should be reassessed and reevaluated for resuscitation-related injuries." H3 other text: device not returned to manufacturer.

Event description:
The customer contacted stryker to report they observed airway damage (bleeding) on patient after use of their device. It is unknown if the device did or did not cause or contribute to this event.